Event description:
Customer called to report a drive tube leak that occurred during treatment. Name and function of complainant: same as reporter. Customer reported a blood leak occurred in the centrifuge at 1,338 ml whole blood processed, so the treatment was aborted with no blood in the kit at that time returned to the pt. Customer stated there was a loud "vibrating" noise just before the leak occurred. Customer stated the bowl was fully intact and seated in the bowl holder, and the drive tube bearings were still held in the bearing retainers. Customer stated there appeared to be two "slices" about 3/4 inch long on opposite sides of the drive tube, about half-way between the two bearings. Customer stated there was no instrument damage visible other than the blood contamination. Customer did not return the kit for investigation; however, photos of the drive tube and centrifuge after the leak were provided.

Manufacturer narrative:
Batch record review of lot b352 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on info available at the time of the investigation. Product was not returned by customer for investigation; however photo evaluation is still in progress. No root cause could be determined at this time since photo evaluation is still on-going. CAPA (B)(4) has been initiated to investigate cellex drive tube leaks failures. (B)(4).